Event description:
Information was received that device had error 1720. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6( patient code ). Device evaluation: one cadd legacy plus pump was returned for analysis due to displaying an error code. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1720" error code message on power up during the investigation. A back up capacitor will be replaced.

Event description:
Additional information was received indicating that there was no patient involved.